Event description:
Pt with a pre-op diagnosis of right tibial non-union. To or on 7-27-98 for non-union of right tibial shaft fracture status post nailing. Per operative report "the canal was reamed and a russell-taylor 14mm x 38cm nail was placed. A proximal interlock screw was noted to break. The second proximal interlock screw was placed. The first interlock screw was partially removed. The distal aspect was left in."